Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was intermittently not turning on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed.

Manufacturer narrative:
The information in initial MFR report #0003015876-2022-01770 was determined to be duplicate. A supplemental report will not be forthcoming. Initial MFR report #0003015876-2022-01524 has been submitted for this reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was intermittently not turning on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed.